Event description:
It was reported that the patient with this lead had bacteremia. There was also vegetation on the leads. There were no additional adverse patient effects reported. The lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.